Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. The insulin pump was received with moisture damage motor, vibrator, keypad and battery tube assembly. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, broken belt clip slot , missing end cap sticker and cracked battery tube threads. (B)(4).

Event description:
Customer reported their insulin pump had been exposed to fluid. Blood glucose level at the time of call was unknown. Customer indicated the device went into the pool with them but they were unsure if the pump itself was soaked. Customer also reported fluid under the lcd screen. The device will be returned for analysis.